Event description:
Report received of an under-delivery. The pump was received in the central supply department from clinical service with a note that read, "the pump is slow, not accurate". There was no tracking information available including nurse, patient, or event location. There was no indication from the customer of any reported adverse patient event. Though requested there was no further information available.